Manufacturer narrative:
Product complaints are manufactured at the following contract manufacturing locations.

Event description:
Consumer reports the head bristles at the top of the brush came out. Metal rod went through cheek and popped out the other side of the cheek.